Event description:
Further clarification was received that the patient was not implanted with a pacemaker and the physician had incorrectly referred to the vns as a pacemaker.

Event description:
On (B)(6) 2013, it was reported that the patient's generator and lead would need to be removed because the patient is constantly picking at the wound and caused it to become infected. The manufacturing records for the lead and generator was reviewed and both devices met all specifications and were sterilized prior to distribution. The vns generator, lead, and tie-downs were explanted on (B)(6) 2013. About 3 cm of the electrodes and lead were left on the nerve. Follow up with the physician found that the patient was implanted on (B)(6) 2012 for intractable seizures. Per the physician, the patient seemed to do well for over a year, despite the physicians concern over the patient's self-inflicted destructive behavior. However, on (B)(6) 2013, the patient was seen in the emergency room with multiple excoriations of the chest wall and neck which appeared to be infected and the patient was started on antibiotic therapy. She was followed by the office on a number of occasions for follow up. The excoriations did not heal and the patient was totally uncooperative, being hyperactive primarily. The excoriations were due to scratching over the left clavicle and in the neck. Since it was impossible to allow examination in the office, it was elected to go ahead and examine the patient under anesthesia and try to clean up these excoriations to allow them to heal before involving the vns system in the subcutaneous tissue. On (B)(6) 2013, the patient was examined under anesthesia which showed an exposed electrode beneath the excoriated areas. A culture was obtained and later showed staph aureus resistant to oxacillin. With this information and lack of any signs of improvement, the patient was scheduled for removal of the vns device on (B)(6) 2013. The patient was found to have an infection of the pace maker pocket as well as at different excoriated sites along the path of the electrode to the neck. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
Additional information was received that the patient is going to be reimplanted following the explant of her vns due to infection.